Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis manifested by abdominal pain. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with amikacin injection (120mg, once daily) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.